Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alert for low reservoir did not make a sound. The customer¿s blood glucose level was unknown. The customer stated that they set low reservoir reminder for 10 units but they got an alarm that woke up for no delivery when reservoir ran out but had never received an audible alert for low reservoir. The insulin pump will not be returned for analysis.